Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4)

Event description:
Information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient stated that the pump was removed due to it causing the patient to have burning urine. Additional information was requested to determine when the patient first experienced the burning urine, what diagnostics were performed related to the burning urine, and what intrathecal medication the pump infused.